Event description:
It was reported that the arctic sun device was booting up to an alarm 74 (non-recoverable system error). Mis discussed this was indicative of a failure of the outlet control temperature (t2) thermistor. Nurse would like to send the device in for this repair and the 2000-hour service . Per support or biomed tech via phone on 03mar2023, they would send device in for service. Per sample evaluation results received on 17mar2023, it was reported that the root cause of the reported issue was due to a failed outlet control temperature (t2) thermistor. It was stated that the neutral connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. It was also stated that the replaced the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. It was noted that the circulation pump motor had dried out squealing bearings . Preventative replaced the power inlet module and the ac main voltage circuit card. It was also noted that replaced circulation pump motor.

Manufacturer narrative:
The reported issue was confirmed. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation. It was concluded that the following was the root cause: supplier ¿ root cause. O inadequate verification and validation activities of the crimping process. O single pull test did not provide stability of process. O evidence was not provided when requested for maintenance of records or crimp tools. O no crimp cross-sections provided. The neutral connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. This was discovered during repairs. Preventatively replaced the power inlet module and the ac main voltage circuit card. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. The DHR review is not required. The labeling review is not required because labeling could not have prevented this issue. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was booting up to an alarm 74 (non-recoverable system error). Mis discussed this was indicative of a failure of the outlet control temperature (t2) thermistor. Nurse would like to send the device in for this repair and the 2000-hour service . Per support or biomed tech via phone on 03mar2023, they would send device in for service. Per sample evaluation results received on 17mar2023, it was reported that the root cause of the reported issue was due to a failed outlet control temperature (t2) thermistor. It was stated that the neutral connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. It was also stated that the replaced the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. It was noted that the circulation pump motor had dried out squealing bearings . Preventatively replaced the power inlet module and the ac main voltage circuit card. It was also noted that replaced circulation pump motor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.